Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.